Manufacturer narrative:
The investigation into the access site bleeding ¿ major has been completed. The device was not returned for investigation. According to the clinical evaluation, the cause of the access site bleeding issue was high patient act values since the decision to halt the anticoagulant to control the bleeding.

Event description:
The user facility reported a 66-year-old male with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. The patient is heparin-induced thrombocytopenia positive. The patient developed a hematoma and bleeding at the access site. Sandbags for pressure did not completely stop the oozing. Hematoma washout and start anticoagulation planned. No blood products required. Clots found and removed during hematoma washout.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿